Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic cutting knife was found to be dull. Details of procedure and patient harm was not reported. Additional details has been requested and none received till date. Additional information received reporting that during surgery the knife was found to be dull. There was no patient harm.

Manufacturer narrative:
One opened knife, in a blister pak (bp) tray, in a blister in a blade protector tray was received for the report of dull knife. Sample was visually inspected and found to be nonconforming, blade was observed to have a bent tip and a damaged cutting edge. The reported product and lot numbers were confirmed on the returned label. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file were reviewed by the manufacturing site. Photo1 shows knife in the blister pack, photo 2 shows label with reported lot number, photo 3 shows open knife and photo 5 show open knife. Reported issue can't be confirmed with the photos. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull knife. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).